Event description:
Report 1 of 2. It was reported while using the bd phoenix¿ nmic/ID-483 a patient isolate (escherichia coli) was misidentified as a shigella boydii. No health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary - this complaint is for misidentification of escherichia coli as salmonella species when using phoenix panel nmic/ID 483 (catalog number 449524) batch number 5014092. Product returns, isolate returns, or phoenix generated lab reports were not available for investigation. Photos were available for investigation. Photos show screenshots of results from epicenter. To investigate, retention panels of the complaint batch and control panels from the same material but different batch were tested using in house isolates escherichia coli enf 18187 and escherichia coli a35218 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
Report 1 of 2 it was reported while using the bd phoenix¿ nmic/ID-483 a patient isolate (escherichia coli) was misidentified as a shigella boydii. No health impact or consequence reported.